Event description:
It was reported that pump displayed malfunction alarm identified as malf 9, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset it without recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.